Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is reported on a patient who is part of (B)(4) with isolated pf makoplasty on (B)(6)2012 which was revised to a tka on (B)(6) 2016 due to pain. No further information was provided from the study site. Complaint 2.

Event description:
This pi is reported on a patient who is part of iis #2015-005 with isolated pf makoplasty on (B)(6) 2012 which was revised to a tka on (B)(6) 2016 due to pain. No further information was provided from the study site. Complaint 2.

Manufacturer narrative:
Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: product history review could not be performed because robot serial number was not received. Complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 9 other reported events ( pr (B)(4)). Conclusion: product inspection could not be performed because session files and logs were not received after 3 communications to mps.